Event description:
It was reported that the deflectable videoscope's entire screen becomes black and shows no images. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the event occurred due to water or humidity entering the device, which caused damage to the image sensor unit and printed circuit board in the connector. However, the definitive root cause could not be determined. The event can be detected by following the instructions for use which state: instructions for use states the detection method in ltf-s190-5 operation manual chapter 3 preparation and inspection:3.8 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.